Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Upon attempting to remove the end cap, caller was accidentally stuck with the lancet. Caller stated he was all right. No medical treatment required or reported. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.